Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. Additional information will be provided if available.

Event description:
The customer reported an e118 error occurring intermittently during inspection for use in an unspecified procedure involving an olympus video system center. There was no patient involvement.